Manufacturer narrative:
Appropriate term/code not available (3191) for alleged device perforation investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vc/org perf, cough/loss of consciousness, dyspnea, chest pain, pocking sensation on abdomen, leg swelling, depression and anxiety the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported loss of consciousness, dyspnea, chest pain, poking sensation on abdomen, leg swelling, depression and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right common femoral vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava and organ perforation. Patient notes and further alleges experiencing "blacking out when coughing, shortness of breath, chest pain. Pocking sensation on abdomen. Leg swelling", depression and anxiety. Per the (B)(6) 2017 ir(interventional radiology) ivc (inferior vena cava) filter placement percutaneous: "there is a normal caliber, patent inferior vena cava. Post procedure images demonstrate the deployed filter within the infrarenal inferior vena cava". Per the (B)(6) 2019 CT(computed tomography) abdomen: "there are anterior strut extending 4mm trough the wall of the cava or and a posterior stripe measuring 7mm through the wall of the cava into the psoas muscle. There is a left medial strut extending posterior to the aorta but immediately adjacent to the aortic wall the on the table for a distance of approximately 7mm. A lateral strut extends beyond the caval wall into the adjacent fat for a distance of approximately 4mm".

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2017". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.